Manufacturer narrative:
The device was explanted and returned for analysis. No explant date was provided. This ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021. The premature battery depletion could be confirmed during analysis.

Event description:
After an implantation period of approx. 51 months, it was reported that the device shows the eri status. A replacement is planned. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.